Manufacturer narrative:
The device was received and evaluated. Investigation found no damage or defects on the formed needle or soft cannula that would cause irritation at the infusion site. Although no damage was found, the reported event could not be determined. While testing the fluid path, investigation identified a hole on the exposed portion of the soft cannula. Even though a hole was present, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 15.6 mmol/l (280.8 mg/dl). The patient treated the hyperglycemia with 4 units from an insulin pen. The pod was worn between 4 and 24 hours on the back. The site hurt and the patient felt pain where the cannula was inserted, the area appeared red when the device was removed.